Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture. The patient experienced a syncopal episode. An x ray was performed, which did not show any changes from the implant position; however, a micro dislodgement was suspected. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.